Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 512 mg/dl. The customer was also vomiting. The customer had experienced high blood glucose levels for the past two days. The customer's last infusion set change was two days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also mentioned that there was crystalized insulin and blood in the tubing. Nothing further was reported.